Event description:
This lead was returned with documentation from an unknown source and was explanted due to a lead fracture. There is no indication of a replacement lead at this time. There were no other adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was found cut. Only the proximal fragment which was elongated up to approx. 131.5 cm was returned for analysis. The distal part including the lead tip was not received. It is reasonable to assume that the cut of the lead originated from the explantation procedure. The visual inspection of the fragment demonstrated at approx. 46.5 cm distal to the is-1 connector pin a damaged insulation. In that section, the lead body was found squeezed and deformed and the connector cables were found fractured as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further damages occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.